Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hardware low level failures and motor arm failed self-test from the insulin pump. The customer's blood glucose reading was 8.9 mmol/l. The customer accidentally pressed the self-test and the alarms occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed hardware low level failures variable info 3 during self-test and was confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. The insulin pump passed sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor arm failed self-test alarm during our testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.